Manufacturer narrative:
The customer examined the integrity of the sample and observed a lot of separation gel and a small amount of fibrin strands on the surface of the sample. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify an increase in complaint activity. However, no commonalities for the complaint lot and issue were identified. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and issue. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. The overall performance of the alinity I total b-hcg assay was reviewed using data gathered from customers worldwide. The review showed the medial patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. In this case, the initial false positive result was attributed to a sample integrity issue, as examination of the sample revealed excessive separation gel and the presence of fibrin strands on the sample surface. Per product labeling, for accurate results, serum and plasma specimens should be free of fibrin, red blood cells, and other particulate matter. Inadequate centrifugation or the presence of fibrin or particulate matter in the sample may cause an erroneous result. Based on the investigation, the alinity I total b-hcg reagent is performing as intended. No systemic issue or deficiency of the alinity I total b-hcg reagent lot 71455ud03 was identified.

Event description:
The customer observed a false positive alinity I b-hcg result generated on an alinity I processing module for a 21-year-old female patient diagnosed with abnormal uterine bleeding. Sid (B)(6) initial result = 187.60 miu/ml, colloidal gold was negative. The sample was repeated generating a result <2.3 miu/ml (reference range is <5 miu/ml is negative). There was no impact to patient management.

Event description:
The customer observed a false positive alinity I b-hcg result generated on an alinity I processing module for a 21-year-old female patient diagnosed with abnormal uterine bleeding. Sid (B)(6) initial result = 187.60 miu/ml, colloidal gold was negative. The sample was repeated generating a result <2.3 miu/ml (reference range is <5 miu/ml is negative). There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Continued information from section a1 patient identifier: (B)(6) all available patient information was included. Additional patient details are not provided. This report is being filed on an international product, list number 7p51-74 that has a similar product distributed in the us, list number 7p51-21, 510k k170317.